Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an episode of low pacing impedance less than 200 ohms. The rv lead remains implanted. No adverse patient effects were reported. New information was received indicating this rv lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service). A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an episode of low pacing impedance less than 200 ohms. The rv lead remains implanted. No adverse patient effects were reported.